Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during initial switch-on the pt's implant on (B)(6) 2013, at the clinic, it was found that all the electrode channels were showing hi impedance. Four electrode channels also showed short circuits.